Event description:
Related to MFR report # 2183959-2012-01392. It was reported by the plaintiff's attorney that the plaintiff was implanted with a apogee system on (B)(6) 2009 to treat plaintiff for "stress urinary incontinence." It was alleged that the plaintiff has "severe and permanent bodily injuries, including dyspareunia (painful sexual intercourse), difficulty urinating, chronic infections, severe pelvic pain, vaginal erosion, bladder damage, and inflammation, and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.